Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side implant "shows a wavy profile diagnosed via MRI. Some lymph nodes in the axillary area. Periprosthetic liquid film and thickening of retro-areolar ductal structures". Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: device wrinkling: not observed. Seroma: unable to observe since it is not related to the device. Wrinkling of the skin: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported right side implant "shows a wavy profile diagnosed via MRI. Some lymph nodes in the axillary area. Periprosthetic liquid film and thickening of retro-areolar ductal structures". The device has been explanted.

Event description:
Healthcare professional reported right side implant "shows a wavy profile diagnosed via MRI. Some lymph nodes in the axillary area. Periprosthetic liquid film and thickening of retro-areolar ductal structures". Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma: unable to observe since it is not related to the device. ¿ wrinkling of the skin: unable to observe since it is not related to the device. ¿ device wrinkling: unable to observe since it is not related to the device. As per the investigation procedure crease opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side implant "shows a wavy profile diagnosed via MRI. Some lymph nodes in the axillary area. Periprosthetic liquid film and thickening of retro-areolar ductal structures". Device has been explanted.